Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with sui and cystocele. The patient underwent repair of cystocele using a davol flat mesh as a hammock to support the bladder and a non bard davol tvto sling to treat the urinary incontinence. On (B)(6) 2009 - the patient underwent explant of the davol flat mesh transvaginally. The flat mesh was noted to be eroding through the anterior vaginal wall.